Event description:
It was reported the pump had stopped in 2011-2012 due to normal battery depletion; however the patient ended up in the hospital on an intravenous (IV) rehydration until the pump could be replaced. The doctor¿s office had missed the end of service (eos) date and the pump started beeping. It was unknown who the managing physician was at the time and the medication, dose and concentration were unknown. It was noted the patient¿s doctor had two offices one 30 minutes from their home and one an hour and a half away. The clinic 30 minutes away was closed. They now had to bring the patient 1.5 hours away to have her pump filled. The patient was not mobile, the drive was hard on her, and they had to put the patient in the wheelchair. They were having a hard time finding a doctor closer to home. Drug information, interventions, specific symptoms, and patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had pain. The pump was replaced on (B)(6) 2012 and the patient recovered without permanent impairment as of (B)(6) 2012.